Event description:
Asd closure device placed in patient on (B) (6) 2010. On (B) (6) 2010, it was noted by echo that the device had dislodged and was in the descending aorta. Patient required open heart surgery to remove the device.